Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 28-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank with normal auditory and extended vibration alert. Moisture was observed behind the display. The pump cover was opened and moisture was observed throughout the internal components. Attempts to download the pump history were unsuccessful due to moisture ingress. The blank display was found to be caused by moisture ingress. The original complaint of a call service alarm issue was unable to be investigated due to the moisture ingress and blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.